Manufacturer narrative:
Date of event: unknown. The best estimate was (B)(6) 2017 - 6 weeks post-implantation. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens (model zkb00, +15.5 diopter) was implanted in the right eye of a (B)(6) year-old male patient on (B)(6) 2017. Reportedly, at 6 weeks post implantation the patient was not able to see better than 20/40 for distance and near vision. It was all blur. The lens was explanted on (B)(6) 2017 and replaced with a non-amo monofocal lens (diopter size unknown). No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/10/2017. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.